Manufacturer narrative:
Additional information: a4, b2, b5, d6a, d6b, g3, h6 (imf). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, a half and a month ago, the patient had a semi-permanent dialysis catheter implanted in the right side of the jugular for maintenance dialysis treatment. It was stated that on the event day, the arterial connector cracked and air entered. The patient had air embolism and infection. There was nothing unusual observed on the device prior to use. There were no other products being utilized with the device. Blood cultures were not performed. The adapters were tightened by hands. Removed the temporary tube joint and replaced it was the remedial action performed. The reported product was not replaced. Evacuate the air was the intervention/treatment for air embolism and oral antibiotics for the infection. There was 20-30 ml of blood loss and blood transfusion was not required due to the event. The patient had recovered.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, a half and a month ago, the patient had a semi-permanent dialysis catheter implanted in the right side of the jugular for maintenance dialysis treatment. It was stated that on the event day, the arterial connector cracked and air entered. The patient had air embolism and infection. There was nothing unusual observe on the device prior to use. There were no other products being utilized with the device. Blood culture were not performed. The adapters was tightened by hands. There was no intervention/treatment required as a result of the event. Removed the temporary tube joint and replaced it was the remedial action performed. There was 20-30 ml of blood loss and blood transfusion was not required due to the event.